Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed, and brown residue on the device. The device's event history log was reviewed for evidence of the reported problem, but nothing was found. Functional testing was conducted. Upon testing, the reported problem was unable to be duplicated. However, the investigation found brown powder on chassis of the upstream occlusion sensor and downstream occlusion sensor. The upstream occlusion sensor and downstream occlusion sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the internal battery was replaced and the pump was exhibiting an upstream occlusion error. Patient involvement is unknown.